Event description:
It was reported that solution backflowed into a clearlink extension set. The customer reported that the patient was receiving tpn through a primary line and dextrose through the secondary extension set concurrently, via two infusion pumps through separate lumens of an unknown dual-lumen catheter. The nurse noted that the tpn solution was flowing into the extension set, and had backed up to the filter. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was received for evaluation against the reported condition of a backflow. The visual inspection was unable to confirm the reported condition. The pump flow rates utilized during the infusion were unable to be determined and, therefore, functional testing was not able to be duplicated. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: a batch review will not be performed as the lot number is unknown. The reported malfunction could not be confirmed; therefore a cause could not be identified.